Event description:
After the first package was opened on the sterile field, the inner package was found cracked and broken. Dr (B)(6) is concerned the implant implanted might not be sterile because only one sterile barrier is intact.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.